Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
The acuson sc2000 system was experiencing checking failures when registering new patients. There was data loss of multilple exams due to a corrupted database. No specific exam type was reported, for the issue occurred between 07/11/2025-08/28/2025. The system is used for cardiac, tee, and other types of exams. No patients were re-examined.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, further investigation of the logs show that the system was unable to connect to the oracle database to store the image data. The oracle database pointers appear to be corrupted. This is usually a result of improper shutdowns of the system. Software was reinstalled to correct the database issue. The system is fully functional. Reference #(B)(4).